Event description:
Patient was reported to have passed aware and the cause of death was reported to be due to sudep (sudden unexpected death in epilepsy). The physician determined that the death was not related to vns.